Event description:
I wrote to an atty concerning the hernia repair surgery I had to have for the 2nd time because the mesh they put in my stomach got infected and I was in the hosp for over 2 and a half months because of it. The atty said to let you know because you keep an eye on things like that, all this was done at the (B)(6). Voluntary report received from consumer dated (B)(6) 2014.